Event description:
It was reported that during the preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The 2.50x24mm taxus express2 drug eluting stent was prepared for the procedure when it was noticed that the distal end of the stent struts were flared. No patient complications were reported.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The mfg records for top assembly batch 8117791 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.